Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received, however the lot number was not provided. A supplemental report will be submitted with any relevant information.

Event description:
It was reported that during an unspecified procedure, a trained physician was performing an arteriotomy closure with a starclose device and the clip was not deployed. The patient had some significant problems with high blood pressure and a large hematoma an hour after the procedure. The patient was hospitalized for an extra day and treated with antibiotics. The hematoma was lateral and this was an antegrade procedure with a lot of tissue present. No additional information available.